Event description:
Basket got stuck on a door separating two chambers of the washer. Operator pulled on the basket to dislodge it and when it did her momentum caused her to bump her head on the unit. According to the report of the safety coordinator of the medical ctr the operator should have asked for help but she did not. The operator suffered a concussion and went for an MRI that found she had 2 compressed discs.